Manufacturer narrative:
(B)(4).

Event description:
A pt's device was initially reported as taking a long time to recharge. It was stated that it took 3 hours to fully recharge when the device was at 50%, and sometimes 2 hours to recharge when at 75%. It was noted that all 8 efficiency boxes were filled in. Receiving a replacement recharging device was discussed. Later on (B)(6) 2010, it was reported that stimulation was experienced in an undesired area (back of pt's head). The pt had desired stimulation to be located in the lower part of her occipital area. Both leads were explanted and replaced. The pt's outcome was noted as being resolved without sequela on (B)(6) 2010. On (B)(6) 2010, it was further reported that the explanted leads were not returned to the MFR for analysis. The pt's device had serial reprogramming completed prior to the revision surgery. The device reprogramming didn't provide satisfactory results for the subject, as the pt had desired a very specific location for the lead and the stimulation. An x-ray of the skull revealed no lead migration. After the lead revision, the pt reported improved stimulation coverage.